Event description:
It was reported that when using the bd pyxis¿ es server had patient order not crossed over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patients and orders were not crossing to the pyxis. The technical support specialist (tss) dialed into the server, restarted the external inbound service and confirmed that the messages began to drain. The customer confirmed that user restarted both the carefusion coordination engines and application server. Tss verified that the application server was not restarted on the reported day and was restarted a day prior. Tss then restarted the external inbound processor and carefusion coordination engine service and confirmed that all queued notices in the health sight viewer were cleared. The system functioned as intended after the technical support specialist troubleshot the device.